Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that false positive architect stat high sensitive troponin-I results were generated for a patient that tested negative using an alternate method. The following data was provided. (B)(6) 2020 architect 34.6 pg/ml, (B)(6) 2020 architect 36.2 pg/ml, (B)(6) 2020 architect 36.7 pg/ml, (B)(6) 2020 roche less than 1.5 ng/l. No adverse impact to patient management was reported.

Manufacturer narrative:
It was identified on (B)(6) 2021 that the following fields required correction from the previously submitted emdr: d4-catalog number and d4- lot number.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26 component code: g01003 d8. Was this device serviced by a third party? No. The complaint investigation for false positive results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 17226ui00 was evaluated using world wide data from abbottlink. Trending review determined no adverse trend for the issue for the product. Device history record review on lot 17226ui00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. World wide data from abbottlink was reviewed and determined that patient median result for the lot is comparable with other lots in the field and confirms no systemic issue for the lot. Per product labelling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 17226ui00 was identified.